Manufacturer narrative:
Return of product was requested. Reporter stated the brushhead had been discarded. A lot code was provided by the reporter. A lot check has been completed in the safety database. No other adverse event cases were received for lot code a702.

Event description:
Scratched face (scratch), brushhead came loose (device breakage). Case description: a consumer reported that while his wife was using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came loose and scratched her face. She had the toothbrush for several years, and it had never been dropped. Product use has been discontinued. The case outcome was unknown. No further information was provided.